Event description:
The customer alleged they received questionable cardiac t results on two cobas h 232 meters, serial number (B)(4) and (B)(4). While the cardiac t test strips are sold in the united states, the h232 meter is not sold in the united states. The patient's initial cardiac t result was 1036 ng/l from the h232 meter with serial number (B)(4) and it was reported outside the laboratory. The patient was then sent to the hospital and had a new blood sample taken. The patient's troponin t was measured on a cobas 6000 e601 module and the result was 5 ng/l. The patient's original sample was repeated in the original laboratory on an h232 meter and the cardiac t result was 1161 ng/l. The patient's original whole blood sample was sent to the hospital and the troponin t was tested on the e601 analyzer. The result was 3.0 ng/l. The original whole blood sample was measured on the h232 meter with serial number (B)(4) and the result was 1078 ng/l. Finally, the original whole blood sample was tested in the hospital laboratory on another e601 analyzer and the result was 3.0 ng/l. There were no deaths associated with the erroneous results. Information on whether the patient was adversely affected was requested but not provided. An investigation was performed on cardiac t retention lot 28149510 using a qualified h232 meter. The results of all the measurements fulfilled the requirements.

Manufacturer narrative:
The customer returned three cardiac t test strips from lot 28149510, the h232 meter, serial number (B)(4), and patient samples for investigation. The results of all the measurements were within specification. A product malfunction was excluded as a cause for the event.

Manufacturer narrative:
This event occurred in (B)(6).